Event description:
It was reported that a m.blue plus (#fx824t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt showed an underdrainage. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 24 months, weight: 8 kilograms (kg) , height: 80 centimeters (cm), gender: male.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damage was determined. Permeability test: a permeability test has indicated that the m.blue has a blockage and that the progav 2.0 is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 is operating not within the accepted tolerance in the horizontal position. Due to the fact that the m.blue was not permeable, this could not be investigated on the computer test bench. Adjustment test: the m.blue and the progav 2.0 were tested and both valves were not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: in advance, we would like to point out that the product sent in was not submerged in liquid at the time of delivery. The testing of dry valves is only of limited value. The product properties can be influenced by dry residues of cerebrospinal fluid or blood. Despite this, we have examined the valve. Based on our investigation results, we can determine deposits and a blockage on the m.blue as well as deposits and an accelerated outflow on the progav 2.0 at the time of our investigation. The deposits found can be named as the cause of the malfunctions mentioned. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.